Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure a prograsp forceps instrument had a intraoperative failure to open the forceps properly the procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.